Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the gas inlet port of the oxygenator was damaged or blocked. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).